Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred and the patient died. The target lesion was located in the left anterior descending (lad) diagonal bifurcation area. A 2.25 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the target lesion. However, during the procedure, the stent fell off the balloon. The subsequent efforts to retrieve the stent and techniques used to remove the balloon caused some issues. The physician used a technique that tried to inflate the stent. As a result of these efforts in combination with other patient co-morbidities, the patient expired overnight.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user facility medwatch (B)(4) that the patient came in as cardiac alert. While attempting to advance the synergy stent past the diagonal lesion, the stent started coming off the balloon. An attempt was made to retrieve the stent which ended up deploying the stent unintentionally. The patient suffered a cardiac arrest while in the cath lab. Return of spontaneous circulation (rosc) was able to be achieved but the patient remained in cardiogenic shock and was transferred to the intensive care unit (ICU) where the patient died a short time later.